Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right atrial (ra) lead and right ventricular (rv) lead displayed noise. The noise was able to be easily reproduced with isometrics. The patient was seen for a revision procedure where the ra lead was explanted. A new ra lead was implanted. The pace/sense portion of the rv lead was capped; a new rv pace/sense lead was implanted. The device was prophylactically explanted due to inclusion in an advisory. There were no additional adverse patient effects reported. The device was returned for analysis.